Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The pt had an mr exam. The pt was examined with sense cardiac coil that was positioned around the pelvis for a prostate examination. After the examination, a second degree burn with a 4 cm blister was observed on the pt's skin.